Event description:
It was reported that the patient had a tha on 2011 and the centpillar stem and head were changed to new ones because the loosening of the stem occurred.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown centpillar stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Disposed of at hospital.